Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm when only the white power cable is disconnected was confirmed based on the data captured in the provided log file. The log file contained events recorded from october 21 to october 27, 2022 where multiple no external power and low battery hazard alarms were recorded. The associated voltage levels suggested that the alarms occurred when the white power cable was disconnected and only the black power cable was connected to an external power source. The alarms did not affect the pump operation and the system maintained the set speed with no interruptions. A specific root cause for the alarms was not able to be determined. The system controller, serial number (B)(6) was not returned for evaluation. Per additional communication with european distribution center the system controller was shipped to burlington office for evaluation; however, the system controller was not received with the package corresponding to the provided tracking number and it appears that it was lost in transit. The investigation will be closed and if the system controller is later received, the file will be reopened and updated. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate ii patient handbook (rev b) under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (rev b) under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev b) and the instructions for use (rev b) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient called their hospital on 1(B)(6) 2022 to report alarms they had been experiencing; no further information was provided. The patient later visited their hospital on (B)(6) 2022 due to a no external power that only occurred when the patient disconnected the white power cable from a battery power or their mobile power unit (mpu). This alarm did not occur every time the patient disconnected the white power cable. The controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm when only the white power cable is disconnected was confirmed during the evaluation of the returned system controller, serial number (B)(6). During testing, the controller¿s power cables were independently disconnected multiple times and when only the white cable was disconnected, an intermittent no external power alarm was reproduced. Further evaluation revealed the backup battery ribbon cable was fully inserted in the battery connector; however, the cable connector on the controller end was not fully inserted on the left side. The ribbon cable connector was fully inserted/secured and when the white power cable was disconnected, there were no more no external power alarms reproduced. The data log file was successfully retrieved and contained events recorded from october 22 to october 27, 2022 where multiple no external power and low battery hazard alarms were recorded. The associated voltage levels suggested that the alarms occurred when the white power cable was disconnected and only the black power cable was connected to an external power source. The alarms did not affect the pump operation and the system maintained the set speed with no interruptions. Although, it appears that the ribbon cable could be slightly pulled during backup battery exchange, the specific root cause for the not fully inserted cable connector was not able to be determined. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing and quality assurance (qa) specifications. Heartmate ii patient handbook (rev b) under section 5 ¿alarms and troubleshooting¿ and heartmate ii instructions for use (rev b) under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate ii patient handbook (rev b) and the instructions for use (rev b) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Instructions for use (rev b) also addresses the step to replace the backup battery in the system controller, section ¿replacing a backup battery in the system controller¿. No further information was provided. The manufacturer is closing the file on this event.